Event description:
Related manufacturer report number: 2916596-2022-11709. It was reported that the patient damaged the insulation of their modular cable with a knife. A driveline error alarm was activated and fuse b in the system controller was damaged. The system controller and the modular cable were exchanged. The alarms resolved with the exchange.

Manufacturer narrative:
Related manufacturer report number: 2916596-2022-11709 reports the issues on the modular cable. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline error alarm and damaged fuse b in the system controller was confirmed. The system controller (serial #: (B)(6)) was returned for analysis (related MFR # 2916596-2022-11709) and a log file was downloaded for review. A review of the downloaded log file showed events spanning approximately 2 days ((B)(6) 2000 per time stamp). Events occurring on 01jan2000 took place when the clock was not set, and the exact date and time of these events could not be determined. On (B)(6) 2022 at 02:40:24, a com_b_fault was active; however, it did not trigger an alarm. Com_a_faults began activating with the com_b_faults at 02:40:25 with no alarms active. At 02:40:28, a controller internal fault alarm was active and an additional fault ocp_b_open was active and a loss of communication to the pump occurred and persisted for 1 second. At 02:40:29, a driveline power fault and driveline comm fault were active. The driveline was disconnected at 03:41l21 and a pwr_a_fault was active. The pump was stopped between 03:41:23 ¿ 03:41:26 and pump speed when the driveline was connected. After reconnection of the driveline, only driveline power fault alarms were active and coincident with pwr_b_broken and ocp_b_open faults. The driveline was disconnected, and the pump was turned off at 04:47:01 for a system controller exchange until the end of the log file. The system controller underwent preliminary and functional testing. The controller was connected to a mock loop, patient cable, system monitor, power module, and backup battery. Fuse b was found to be open, and a replace system controller alarm was active. The system controller was opened, and fuse b was confirmed to be open by using a multimeter. The fuse was replaced with a new one, and the system controller was submitted for functional testing and operated as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. Additional provided information communicated on 13jun2022 stated that it is unknown if the armor layer of the modular cable is damaged because there were no pictures submitted. The driveline error resolved after exchange of modular cable and system controller. The products will be returned for evaluation. Per provided information, the modular cable was cut with a knife, and the root cause of the reported driveline alarms and damage to fuse b was determined to be related to modular cable damage. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.